Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that her one touch ultra 2 meter had a power issue, not displaying a battery indicator and would power off. The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance specialist (mss) made a follow up call with the patient. The patient reported that the alleged issue first occurred "6 months ago". The patient manages her diabetes with metformin and insulin and continued with her usual diabetes management routine as a result of the alleged product issue. The patient reported that on "(B)(6) 2015, 4am" after the alleged issue began, she developed the symptoms of "sweaty and weak". The patient stated that on "(b)(6 2015" she was provided with a "24 hour glucose monitoring chip". The patient confirmed with mss that this was not related to the alleged symptoms that she developed. The patient also confirmed that she was unable to recall a blood glucose result that was obtained from her doctor's meter. The patient was unable to recall the result self-treated with food and/ or drink. At the time of troubleshooting, the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the meter batteries did not require replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.